Manufacturer narrative:
This MDR is part of a remedial submission made in, response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced difficulty during a supply change when the cartridge would not properly seat on the pump. Troubleshooting was performed, and the pump was confirmed to rewind correctly. An empty cartridge was tested and seated properly, and the connector was also tested and locked in without issue. The patient had initiated the supply change due to an occlusion alert and was ultimately able to successfully complete the supply change and resume insulin delivery. The patient reported that blood glucose levels were not affected by this event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.